Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic analysis: one photo was provided; the picture shows tissue; what appears to be an unformed staple can be seen in the tissue. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the endoscopic rectectomy surgery, when severing rectum tissue on the first firing, after fired, noted one staple malformed with straight leg at the 1/3 distal end,other staples with good formation. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.